Event description:
A vaxcel mini port was inserted for therapeutic purposes in 2004. Unable to get a blood return during infusion, a dye study revealed the catheter had fractured completely and migrated to the heart. The catheter was retrieved and the port was replaced in 2005.